Event description:
Customer reporting 3 false positive sars results. Customer states they were negative by other manufacturer otc antigen & pcr. Symptomatic status is unknown. Attempt was made to follow up with customer to gather more information without success. Report 2 of 3

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone